Event description:
The patient's pocket site was revised due to skin erosion.

Manufacturer narrative:
The product remains implanted and will not be returned for evaluation. The physician reportedly believes that skin erosion is due to the patient's medical issues. This is the final report.